Event description:
The rep reported no contributing factors were noted and the cause was not determined. Steps taken were the patient was cleared and discharged from the hospital and the leads were taken out before ever being turned on. The patient has fully recovered. The rep asked for the devices to be returned, but the customer discarded it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977d260, lot# va372fj024, implanted: (B)(6) 2025. Product type: screening device, product ID 977d260, lot# va372hh021, implanted: (B)(6) 2025, product type: screening device, PMA code included. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# va372fj024 implanted: (B)(6) 2025 product type screening device product ID 977d260 lot# va372hh021 implanted: (B)(6) 2025 product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(6), ubd: 05-oct-2029, UDI#: (B)(4); product ID: 977d260, serial/lot #: (B)(6), ubd: 06-oct-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient woke up from the scs trial and was unable to feel or move legs. Patient numbness was reported. The stimulator was never turned on, and the leads were explanted in recovery before the patient was transferred to the hospital. The cause was unknown. The issue was ongoing. Adverse patient outcomes included hospitalization. The patient was transported to the hospital via ems. The representative was unsure if they were admitted or discharged at this time.